Event description:
It was reported that post an angioplasty procedure, a patient death occurred. The severely calcified lesion was located in the moderately tortuous 6mm to 8mm left external common iliac artery. It was noted that the vessel contained "multiple short lesions in tandem". Access was obtained via the left femoral artery. The sentinol vascular 8mm x 42mm x 135cm stent delivery (sds) system was advanced without difficulty and successfully crossed the lesion, however, for unspecified reasons, the stent was not deployed and the device was removed. Upon attempting to inflate an unspecified balloon, the balloon would not inflate and the physician noted that the balloon appeared "broken because blood exited through the balloon". The procedure was completed with another of the same stent. Three days following this procedure, the patient was taken to the operating room where axilo-bifemoral and right femoro-popliteal bypasses were performed. Approximately 22 hours following the surgical bypass procedures, the patient expired. The physician attributed the patient's death to "multiple organic failure". Additional information has been requested.

Manufacturer narrative:
The date of the patient's death is not explicitly known, however, based on the available information, the death is believed to have occurred approximately 4 days following the date of the event.